Manufacturer narrative:
Eval codes, results: other, lack of info (pending device eval), pt's condition affected effectiveness of device (moderately calcified vessel). Eval codes, conclusions: device failure/lack of effectiveness related to pt condition (moderately calcified vessel), other - lack of info (explant analysis pending).

Event description:
A 28mm diameter x 3.75cm length aneurx aortic cuff was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The pt's vessels were moderately tortuous with no calcification. It was reported that the aortic cuff was successfully deployed without complications; however, upon removal of the delivery system the physician encountered difficulties with pulling the runners back. The physician was able to maneuver the entire delivery system and the delivery system was removed without incident. The device has been returned to medtronic, and the analysis is pending. No clinical sequelae were reported, and the pt is reported to be fine.